Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. Please cancel mfg report number 2249723-2026-0001430 in your database.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that, on the cardiosave intra-aortic balloon pump (iabp) had gas hissing sound from a possible leak. It is unknown under which circumstances this event occurred and if there was patient involvement. A getinge field service engineer (fse) inspected the unit and all pneumatic components were tested for leaks, including the helium tank and associated gaskets, no leaks were identified. A system leak check was also performed in accordance with the service manual, and all tests passed. The fse reviewed the device logs, which showed an operator message indicating ¿gas loss in iabp circuit¿. This message points to a leak in the patient circuit rather than within the device itself. Unable to reproduce the reported issue. The unit passed all functional and safety tests in accordance with factory's specifications and returned to customer.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cardiosave (iabp) has a helium leak malfunction. No patient injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1, e3, g2 h6.

Event description:
N/a